Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens into the patient's left eye. The lens cracked in the injector. The surgeon did not see this until the lens was in the eye. The surgeon enlarged the incision and cut the lens to remove from eye. The backup lens, same model and diopter size was implanted and three sutures used to close the wound. The surgeon stated cause of lens tear was loading error. The facility discarded the lens. The surgeon used a competitor's injection system which has not been approved by the manufacturer for use with this lens model.

Manufacturer narrative:
Pt age and weight: unk. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Initial reporter: phone number (B)(6). Contact office: (B)(4). Conclusions: (off-label, unapproved or contraindicated use.) Based on the complaint history, this lens was used with an injection system other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. (B)(4). Device was discarded by the facility.